Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the 4th firing of total gastrectomy (overlap anastomosis), the surgeon re-clamped the tissue several times and started firing, however the device stopped. The surgeon released the device from the tissue. Replaced by a new reload and the firing was successful. The surgical time was extended by more than 30 minutes. No patient injury.